Event description:
It has been reported to philips that x-ray was not possible. The system was in clinical use. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) connected with the customer and confirmed that the x-ray was not possible. Third party engineer checked and found that the issue with the +24-volt power plug on the detector was failing. Review of the logfile showed that flat detector not communicating error. Third party engineer cleaned and reinstalled the plug. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.